Event description:
During a da vinci si surgical procedure, the user facility identified a crooked bipolar connector pin on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted that the bottom bipolar pin was bent upwards and sideways. The pin exhibited various gouge/scratch marks. A bipolar cord could not be fully installed due to the pin damage. Electrical continuity testing was performed on the instrument and passed. Engineering concluded that the damage may be due to mishandling/misuse. Additional observation not initially reported by the site was deep scratches on the main tube. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal (scratches were 0.060 - 0.450 in length). A couple scratches were axially aligned, but the majority were not. Engineering concluded that the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.